Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Pre-implant aneurysm and vessel morphology are unknown. It was reported that the aneurysm was 6.5 cm in diameter and 5.9 cm 3 months later. A year later, the aneurysm was 7.1 cm in diameter. It was reported that the increase in aneurysm diameter was due to a type ii endoleak. It was reported that no intervention has been performed, and that the patient would be monitored. The patient is reported to be fine.